Manufacturer narrative:
The AED was reporting a service code that was cleared by troubleshooting the device with the customer. The AED successfully performed a manual self-test confirming the AED is operating as designed and can stay in service. Should additional information become available a follow-up MDR shall be submitted. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis.

Event description:
The customer reported that their AED indicated error or warning and powers off, even after multiple new battery replacement attempts. The reported event did not occur during patient use.